Event description:
The caller stated that after tracheostomy tube was in pt for two weeks, the cuff would no longer hold air. The night nurse replaced the tracheostomy tube at 4:13 am on (B)(6) 2010 because of a leaking cuff. The pt was reintubated and the replacement tube is working ok and no pt harm involved.

Manufacturer narrative:
Investigation of the returned shiley 8 dct with lot number 1008000297 found no leaks in the cuff, flat pilot balloon (seam) or the inflation line. The reported failure mode was not confirmed.